Event description:
Reporter indicated that vns high lead impedance readings were obtained for a patient at an office visit. No trauma or device manipulation had occurred. The vns was not disabled, but the reporter was made aware of the manufacturer's recommendation to disable the vns when high lead impedance is noted. The patient is also experiencing painful stimulation at the vns generator site. Surgery to replace the vns lead and generator appears likely. Attempts for further information are in progress.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient had vns generator and lead replacement surgery performed. A lead fracture was not observed during the surgery. The explanted generator and lead were discarded by the hospital.